Event description:
New information noted that noise was noted on ventricular channel. Right ventricle (rv) lead was explanted and replaced with new lead. During the procedure, it was noted that atrial lead was damaged. The atrial lead was replaced with new lead as well. Patient condition was stable throughout the procedure.